Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing treatment and cassettes leaked. Patient was instructed by their registered nurse (rn) to stop treatment and dispose box of cassettes. It was reported that the patient had to get antibiotics. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the reported event and stated that the leak occurred inside the cassette door of the cycler. Pdrn confirmed that it was one cassette that leaked. Pdrn confirmed that there was an unknown alarm that the patient encountered when the fluid leak occurred. Pdrn stated that per the clinic¿s procedure the patient was prescribed one dose of prophylactic antibiotics, vancomycin (2000mg) and ceftazidime (2000mg). Pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was doing treatment and cassettes leaked. Patient was instructed by their registered nurse (rn) to stop treatment and dispose box of cassettes. It was reported that the patient had to get antibiotics. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn confirmed the reported event and stated that the leak occurred inside the cassette door of the cycler. Pdrn confirmed that it was one cassette that leaked. Pdrn confirmed that there was an unknown alarm that the patient encountered when the fluid leak occurred. Pdrn stated that per the clinic¿s procedure the patient was prescribed one dose of prophylactic antibiotics, vancomycin (2000mg) and ceftazidime (2000mg). Pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.